Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received the monitor was unable to power on. Upon investigation, there was corrosion on the computer/analog and jtag boards, shorting connector j502 to ground. The cause of the test failure was isolated to the corrosion and short. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.